Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2015 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 7am on october 9. The patient reported obtaining blood glucose readings of "540, 479, 460 and 480mg/dl" on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology these results meet lifescan's criteria for accuracy. The patient manages their diabetes with pills, diet and exercise. The patient reported continuing to take their usual dose of metformin and januvia in response to the alleged issue. The patient denied developing any symptoms. The patient reported visiting their doctor on (B)(6) and reported that they were treated with 10 units of lantus. At the time of troubleshooting the cca verified that the meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient received medical treatment from an hcp after the alleged issue began.